Event description:
It was reported that during a laparoscopy procedure, after assembly, it started squeaking and shacking after the device went through the initial testing. A second device was used to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. However, during the device activation, a squeaking noise was heard as well as vibrations near the handle. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. This caused the squeaking and vibration that was heard. It is possible that the damaged to the retention pin happened during the assembly process.